Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: there was no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure to transition to battery power during a case. There was no patient injury.

Manufacturer narrative:
Block a: no patient information to date after calls to end user on 06/16/25 and 07/11/25. Additional information was received that the battery functioned as intended. There was no failure. Therefore, there was no reportable malfunction.